Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module has been replaced to resolve the reported issue and sent back for investigation. The returned air gas module has been tested in a ventilator. It failed the pre-use check with pressure transducer test as it delivered more pressure than it should 76,25 cmh2o instead of 60 cmh2o. Replacing a printed circuit board (pcb) inside the gas module fixed the issue. A zero pressure measurement has been performed and the voltage of some of the integrated circuits(ics) showed 483mv while a reference pcb showed 1,9 mv. Traced back the entire line, all components in this line has the same high voltage. All these ics were replaced but the issue were not resolved. It was concluded that the cause of the issue is in a pcb inside the gas module in the flow.n circuit. However, it was not possible to find which component caused the issue.

Event description:
Manufacturer's ref. #: (B)(4).